Event description:
Based on info reported by sales rep: the surgeon reported xenmatrix disintegration/failure.

Manufacturer narrative:
We have contacted the initial reporter to request additional info and to request return of the device for evaluation. This MDR includes all pt, event and device info davol has received to date. Currently, it is unk whether the device may have caused or contributed to the event. No medical records have been provided and no product has been returned. With the info available, no conclusion can be drawn.